Event description:
It was reported that a coil prolapsed during the index procedure. The coil was not identified. Additional the pt suffered from hemoptysis the day after the procedure which was treated with medication and resolved the same day without any residual effects. No other info was provided.

Manufacturer narrative:
Device code: other for coil prolapse. Device manufacturer date is unk.